Event description:
It was reported by the customer that a pyxis medstation es system, the bearings of the legacy cubie drawer in position 4 had disengaged from the rails, which hindered users from accessing the medication. The customer stated that there was no delay to patient care as they were able to get the medication from a different fixed machine. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a legacy cubie drawer and the bearings came out of the rails. A field service engineer replaced the rails to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a legacy cubie drawer located in position 4, resulting in the bearings detaching from the rails. A field service engineer replaced the rails to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system, the bearings of the legacy cubie drawer in position 4 had disengaged from the rails, which hindered users from accessing the medication. The customer stated that there was no delay to patient care as they were able to get the medication from a different fixed machine. There were no adverse events or injuries reported based on this incident.